Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the wake button was not working and that the customer received a continuous glucose monitor error 42. There was no reported adverse effect to the customer's blood glucose level. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged cgm error issue was verified, but the wake button issue could not be verified.